Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.